Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was working properly. Recommended changing the infusion set and rotating the insertion site.